Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level is 447 mg/dl. The customers blood glucose was 116 mg/dl at the time of incident. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.